Event description:
When removed the feeding tube after nutrition liquid infusion, the plug detached from the catheter and the catheter fell into the patient's stomach. The indwelling period was 8 days.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.